Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was insulin behind the cartridge where the cartridge slides onto the pump. Reportedly, the customer stated that air bubbles came from the cartridge during the load process. Customer's blood glucose level was not impacted. The customer threw away the cartridge and a new cartridge was loaded.